Event description:
When using the insulin syringe, the needle tip broke off in the customer's belly. Her doctor sent her to x-ray, but it did not show anything. The site is still sore with a scab.

Manufacturer narrative:
The sample is not available for evaluation and a root cause for this incident could not be identified. If additional information is received, a supplemental report will be submitted.